Event description:
High impedance was seen on the patient's vns device. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent full revision surgery. The suspect device has not been received by the manufacturer to date. It was noted that prior to the surgery, the patient experienced an increase in seizure frequency and intensity as a result of the loss of vns therapy due to the high impedance. No additional relevant information has been received to date.

Event description:
The suspect device was received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
Lead product analysis (pa) was completed. The alleged ¿lead fracture¿ was verified in the pa lab. A lead break was identified at approximately 67 mm. Scanning electron microscopy (sem) at the fracture location identified mechanical distortion, and there was pitting observed on the coil surface. Apart from the identified lead fracture and corrode/mechanical distortion, the condition of the returned lead was consisted with normal explant conditions. Setscrew marks on the connector pin indicate that at one time good mechanical and electrical connection existed between the generator and lead. The outer and inner tubing had the dried remnants of body fluids, with the only obvious point of entry being the cut ends. The returned lead coils appeared stretched and bent, which is consistent with manipulation at explant. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.